Event description:
It was reported that this right ventricular (rv) lead presented high impedance and high capture thresholds and when examined by echocardiogram a perforation was observed, so it was repositioned and remains in place. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct evaluation conclusion codes field h6.

Event description:
It was reported that this right ventricular (rv) lead presented high impedance and high capture thresholds and when examined by echocardiogram a perforation was observed, so it was repositioned and remains in place. No additional adverse patient effects were reported.